Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of difficult to clamp/ unclamp was confirmed upon inspection of the sample. Analysis of the sample showed the pinch clamp was broken. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The sample returned observed pinch clamp damaged, and no damage or dent on the packaging. Current control is a vision check during in process inspection and visual inspection for damage part by outgoing inspection for every lot. The team has reviewed the pinch clamp process. There is a t-block guide for pinch clam feeding into the escapement during the flow of feeding. The cause of pinch clamp damaged is that the pinch clamp tilted and hit the t-block during feeding into the escapement. Action was taken to modify the t-block to avoid the pinch clamp tilt and hit the t-block.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port tubing clamp was defective / deformed it was reported that customer tried to close the clamp after use, but they couldn't close it.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: nexiva. Device failure: difficult to clamp / unclamp ext tubing.

Event description:
No additional information

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of difficult to clamp/ unclamp was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.